Event description:
It was reported that the patient underwent a closed reduction due to pain and subluxation after standing up from a deep chair approximately 13 days post implantation. Repositioning was done at the ER.

Manufacturer narrative:
(B)(4). Medical product: 28mm dia cocr mod hd +3mm nk, catalog #: 163663, lot #: j6363722. Medical product: stanmore cocr fmrl sz3 std, catalog #:164243 lot #: 6440426. Mdrs for the above products will be reported by medwatch facility warsaw biomet ¿ 0001825034. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 165781.no trends were identified. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : devices remain implanted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was reported that the patient underwent a closed reduction due to pain and subluxation after standing up from a deep chair approximately 13 days post implantation.